Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer's nurse stated that the customer was sent to the hospital by her endocrinologist. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.